Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer's blood glucose level was unknown. Customer stated during pump priming the plunger pushed all of the insulin out of the reservoir and gave an unspecified error code ending in 36. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected e/a alarm anomalies noted. (B)(4).